Event description:
Related manufacturer reference number: 2017865-2023-94424, 2017865-2023-94489. It was reported the patient presented in clinic complaining of pain at the device site. The entire pacemaker system was explanted and replaced with a leadless pacemaker. The patient was in stable condition.